Event description:
It was reported that the patient presented to the emergency room with complete heart block. After device interrogation it appeared the right ventricular (rv) lead had fractured. The device had a pacing problem with high output and a rise in threshold. The rv lead had non-capture at 4 volts at 1 millisecond. The device output was reprogrammed until the device was explanted and replaced. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. This device was included in a field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant product: 5076-52 implantable pacing lead (B)(6) 2010. (B)(4).